Event description:
The customer stated that the cell dyn 1700 analyzer generated incorrect platelet results. An initial platelet result of 4,000/ul was generated on a venous sample. The sample was repeated and the result was 4,000/ul. The account performed an autoclean and cleared the orifice. The sample was repeated a third time with a platelet result of 27,000/ul and a fourth time with a result of 260,000/ul. The result of 260,000/ul was verified as correct by performing a microscopic platelet estimate. The suspect results were not reported and there was no impact to pt management.

Event description:
See initial report.